Manufacturer narrative:
.

Event description:
Tech -rf rail not latching in the up position. Tsr cleaned part number 69843s siderail center arm assembly on rh intermediate siderail and the bed is working fine.